Event description:
A pt undergoing a scheduled cardio cath intervention required cor during the procedure in which hemochron signature elite wit act-lr was utilized.

Manufacturer narrative:
Information for case currently under review and investigation by manufacturer. Device has been returned to itc from user facility for evaluation, but at time of the MDR filing, evaluation is in process.